Event description:
The customer reported that the database had crashed rendering the system unusable. There is no report to pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The database was rebuilt. The system was then found to be operating as intended.